Event description:
Reportedly, the patient had rhbmp-2/acs placed in his neck "at c-7 to t-1 without a cage" and since surgery, the patient had had severe pain in the neck and shoulders. Upon contacting a new physician, the patient was told that his symptoms were "due to the posterior surgery." The patient had a CT scan performed which reportedly demonstrated that the patient has "hypertropic bone growth at multilevels and most severe at c-7 to t-1." The patient is "currently on the strongest medications that the chronic pain management can put" him on, and the pain medication is not helping relieve his symptoms.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.